Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor, with symptoms described as ¿itching, blistering and seeping¿ at the sensor insertion site. It is further reported that customer used ¿barrier sprays and wipes¿ as recommended but has had no effect. There was no report of healthcare professional contact or third-party intervention for the reported issue. Therefore, based on the information provided, there was no report of serious injury associated with this event.